Manufacturer narrative:
This supplemental is being submitted to provide a correction to b5 where the common device name was provided. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Gastrointestinal videoscope.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it was likely due to data error of scope identification, scope communication error (b30) occurred. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited scope communication error (b30). There was no patient involvement.